Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
As per wechter, j., et al., clin orthop relat res, 2013. 471(11): p. 3588-95. "Improved survival of uncemented versus cemented femoral stems in patients aged < 70 years in a community total joint registry.": thirteen cemented perfecta pda stems (probably pda cocr) within the healtheast registry were revised. Patient details, other component details, and reasons for revision were not reported.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.